Event description:
It was reported that the customer received a notification that bolus delivery failed. The customer stated that the bolus he delivered for dinner did not go through. The customer stated that the insulin pump was going to deliver 18 units of insulin but stopped after 1.7 units. The customer's blood glucose was 300 mg/dl. Troubleshooting for the no delivery alarm could not be done because the alarm had already been resolved an infusion set change. Advised customer to do a complete set change as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.